Event description:
A crucial component in the kit for detecting occult blood is the probe. Instructions are to coat grooves in probe with stool sample. Grooves are so shallow as to be nonexistent and stool won't adhere. Customer service has been "offshored" apparently to philippines. Phone rep had poor grasp of english and didn't understand problem. Had to insist on being transferred to a supervisor, who basically offered no remedy to the problem.